Event description:
A cartridge change error was reported, occurring three or four hours after the cartridge was loaded. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to inspect and clean the pump components, but was unable to successfully load the cartridge onto the pump despite guidance. As a result, technical support decided to replace the used cartridges, and the customer switched to a multiple daily injection (mdi) backup. Further escalation for troubleshooting was recommended.